Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was not doing well and thrombus was suspected. The pt received a pump exchange.

Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation ans is currently being analyzed. (B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.